Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning was due to procedural circumstances. The reported clip caught in chordae was due to a combination of procedural circumstances and patient anatomy. The reported tissue injury and foreign body in patient were cascading events of the reported clip caught in chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment, tissue damage, and foreign body it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a small atrium. An xtw clip was inserted and advanced under the mitral valve. It was noted positioning the clip was difficult, therefore, the physician decided to close the clip arms and open the arms in the ventricle. However, the clip became caught in the chordae and after troubleshooting maneuvers were performed, it was unable to be removed. It was noted that chordal damage occurred while troubleshooting. Therefore, the clip was deployed in the chordae, and mr remained at a grade of 3-4. The physician then decided to perform mitral valve replacement. No additional information was provided.